Manufacturer narrative:
Follow-up #1: date of submission 01/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/31/2015 with the following findings: the battery cap was damaged and unable to securely attach to the pump. The battery compartment threads were damaged and torn. Power rebooting was duplicated using the returned battery cap. A test cap was used and unable to fully tighten; however the test cap was able to maintain electrical contact during investigation. The review of the black box data showed unexplained pump reboots on the date of complaint. The pump was run on a 24 hour basal program using a test cap with no intermittent power interruptions. The pump was opened and an inspection performed on the power circuit with no defects found. However, moisture was found internally on the support bracket and the battery canister. Unrelated to the original complaint, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment and cap were found to have stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.